Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and a burning sensation. It was reported the garment felt tight. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was remeasured and found to be in the same size. The patient's doctor advised to remove the device to allow the irritation to heal as the patient has shingles. Follow up indicated the irritation improved. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and a burning sensation. It was reported the garment felt tight. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was remeasured and found to be in the same size. The patient's doctor advised to remove the device to allow the irritation to heal as the patient has shingles. Follow up indicated the irritation improved.